Event description:
During attempted implant, low sensing was observed on the device. The device was repositioned and subsequently the helix of the device was observed to be stretched. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.